Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2243072-2023-01474 was sent in error. MFR#: 2243072-2023-01474 is void as a result.

Event description:
It was reported that the unspecified bd¿ insyte autoguard 20g experienced leakage. The following information was provided by the initial reporter: 1 pt had 20g IV that was leaking.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ insyte autoguard 20g experienced leakage. The following information was provided by the initial reporter: 1 pt had 20g IV that was leaking.